Event description:
It was reported that during a right shoulder slap repair two of the anchor's sheared off at the suture end during insertion. Retrieval of the anchor's were attempted, however, the anchor still remains in the pt. No further consequences were reported from this event. Further pt info was requested without success. This device is used for treatment.

Manufacturer narrative:
Part of the device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.